Manufacturer narrative:
The field reports of insulation defect and lead low impedance were confirmed. A complete lead was returned in one piece for analysis. Upon analysis, electrical testing performed found an indication of an internal short due to rib clavicle crush damage to the inner insulation. Visual examination of the lead found rib clavicle crush damage distal to the suture tie impression. Other damages found on the lead are consistent with those occurring at the time of explant.

Event description:
During a follow-up in clinic, decreased impedance was noted on the right ventricular (rv) lead. Insulation abrasion was the alleged cause of the impedance decrease. The lead was explanted and replaced and the patient was stable.